Event description:
It was reported that the user experienced hyperglycemia while using the ilet after eating rice and curry without announcing the meal; fingerstick and ilet readings were in the high 300s with a peak of about 400 mg/dl. Customer care provided support that included guided troubleshooting, and a complete infusion set and tubing change. Investigation of this case revealed that missed meal announcement and potential infusion set or tubing delivery issues were considered, with glucose trending down after the full supply change and no device alarms reported. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization and continued monitoring. It was concluded, based on previously established findings for similar reports, that the cause was user-related missed meal announcement, with possible contribution from infusion set or tubing performance that resolved after replacement.